Event description:
It was reported that the implant at tooth site #8 was removed due to infection. Extraction with immediate implant of tooth #8 on (B)(6) 2023. Patient returned on (B)(6) 2024, no complaint of pain but tissue was inflamed. Started an antibiotic & will watch the site. She returned on (B)(6) 2024 with puss & infection, but she doesn't want the implant removed at that time. The site was cleaned & top debrided. When she returned on (B)(6) 2024 the implant had to be removed. It was very infected. The site was debrided. When she returned on (B)(6) 2024 the site appeared better & was bone grafted at patient's request. Symptoms as a result of the event: abscess, pain & inflammation

Manufacturer narrative:
Zimvie complaint number (B)(4). A4: patient weight unknown / not provided . G4: PMA/510(k) number k011028, k013227. A summary investigation has been completed for infection events identifying that a definitive root cause cannot be identified due to the wide range of external (non-design/ non-manufacturing related) factors potentially impacting the sterility of the implant and its environment. Should additional information be received which indicates that the device may have caused or contributed to the infection event, an additional report will be submitted. H3 other text : summary investigation.